Event description:
As reported by the edwards field clinical specialist, prior to the transfemoral tavr procedure, there was one focalized concentric calcified spot in the eia that required stenting and balloon dilation to provide an adequate minimum luminal diameter (mld) to pass the sheath and valve. Subsequently, upon insertion, the 22fr sheath caught the edge of the stent and began crimping the stent. Advancement of the sheath was stopped at the distal edge of the stent, and a retrograde injection revealed slight extravasation. In preparation for the procedure, a 9mm x 10cm viabahn stent was deployed in the eia and a 9mm x 4cm advance balloon was used to fully expand the stent to 9mm. After the balloon expanded the stent, the physician reported that a dissection surrounding the covered stent had been intentionally created. The dilators were then advanced, with some resistance noted advancing the 23fr dilator the physician advanced a 9x4cm balloon through the sheath and tried to expand the stent further in order to pass the sheath, but the sheath still could not advance past the stent. Extravasation continued to occur, so the physician decided to remove the sheath and close the access site with the percutaneous closure device and a few more balloon inflations, after which hemostasis was achieved. It was known prior to the case that the iliacs needed intervention to possibly advance the sheath. The physicians decided to proceed with the case due to the degree of sickness of the patient and the sts risk score being too high for a transapical approach. The physician indicated that the common iliacs were fine for size, as was the common femoral artery, but had one focalized concentric calcified spot in the external that needed intervention prior to tavr deployment.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, per the implanting physician, there was one focalized concentric calcified spot in the external iliac artery that was not amenable to the transfemoral approach and required stenting in an attempt to advance the sheath. Although this was performed, the sheath was not able to be successfully advanced without damaging the stent, and further damaging the vessel. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.